Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: samples received: 1 open pouch. Analysis and results: there is a previous complaint for this code batch for the same issue, that was closed as not justified after the analysis because only one open sample was received. Manufactured and distributed (B)(4) units of this code batch, there are no units in stock. Received an open and unused sample (support cardboard) with the needle detached from the thread and the thread still wound on the pack. Without closed samples a proper analysis cannot be performed, however, taking into account that there are previous complaints of this code batch, this complaint will be considered as justified. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill the OEM requirements. Final conclusion: taking into account that the sample received does not fulfill the OEM specifications , it is concluded that the complaint is justified. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). It was reported that the needle was detached from the thread in the packaging.